Manufacturer narrative:
Lead 459888, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with high threshold and no sensing on the right atrial (ra) lead. A chest x-ray indicated that the lead was dislodged. The ra lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.